Manufacturer narrative:
Complaint number (B)(4). Internal investigations of the product did not show any deviations. Since the application that led to the incident is not recommended in the instructions for use and no product defects were determined, the cause could not be on the product. As the incident was not caused by a malfunction or a fault in the product and the permitted use of the product is sufficiently described in the instructions for use, no more corrective actions will be taken.

Event description:
A nurse tried to remove the vacuette luer adapter from a venflon and a needle stick injury with tube-side needle occurred. The nurse received (B)(6) prophylactic treatment.